Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alert. Customer stated they did not received a low battery alert prior to the off no power alert. The type of battery in use was lithium. Customer stated this was the second occurrence of off no power without a low battery warning. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6)2022 customer returned insulin pump for an alleged off no power alarm. Insulin pump monitored for a day. No blank display noted. Insulin pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Insulin pump passed displacement test, self test and passed off no power test. No unexpected blank display or off no power alarm noted during testing. Insulin pump history download using thds was successful. There is no off no power alarm shown on download report was on event date 19-january-2022. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker. The test p-cap/reservoir does lock into place. Insulin pump passed all required test. No unexpected blank display or off no power alarm anomalies noted. Off no power alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.